Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that patient had to go through the security checkpoint at the airport last tuesday ((B)(6) 2013), and they used the security wand over the patient's pump, held it where the pump is for 5-10 seconds because, their equipment kept beeping when it was over the pump; they put the wand over her pump twice. Ever since this happened, it took longer for the patient programmer (ptm - personal therapy manager) to communicate with the pump; they felt "like there is some kind of interference". Patient had been waking up every morning feeling sick to her stomach and had pain around where her pump was implanted. Drug in the pump was fentanyl; patient indicated two boluses a day from their ptm. It was added that patient believed "the pump was not doing something correctly". Patient had been seeing a healthcare provider (hcp) every 2 weeks to increase her pump but had not seen an hcp since (B)(6) 2013.